Manufacturer narrative:
The device has not been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, after the physician threw the first mesh leg into the sacrospinous ligament and withdrew the capio, pulling it back towards the introitus, the lead suture was noted to be torn into two pieces. The needle, with about two millimeters of suture at the end, had detached inside the patient. The physician could not locate the needle within the patient, so he was unable to retrieve it. The physician removed the mesh leg from the patient. The physician then loaded a (B) (4) suture into the capio device and tested it by throwing it outside the patient. The capio cage seemed to shear and break the lead as the needle was passed into the capio cage. A small segment of the bottom portion of the lead, including the needle, detached. The physician did not notice any visible damage to the capio device. The physician used another pinnacle anterior/apical pfr kit to complete the procedure, without further complications to the patient, who is reportedly ¿fine¿ post-procedure.